Manufacturer narrative:
An event of heart block and hypoxia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of arrhythmia or other conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4.03mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the patient developed left bundle branch block during pre-balloon aortic valvuloplasty (pre-bav), and after implantation, electrocardiogram performed showed sinus rhythm with atrioventricular block 1 and a left bundle branch block (lbbb). On the same day, the patient had episode of desaturation in the absence of dyspnea. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu2299 - 1087 ((B)(4)). It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient developed left bundle branch block during pre-balloon aortic valvuloplasty (bav), no treatment was provided. The device was successfully implanted. On (B)(6) 2024, electrocardiogram performed showed sinus rhythm with atrioventricular block 1 and a left bundle branch block (lbbb), no treatment provided. On the same day, the patient had episode of desaturation in the absence of dyspnea. Oxygen 2l applied, tee and ECG performed result unknown and medication administered. The patient remain stable and continue to have sinus rhythm with left bundle branch block at discharged.